Event description:
It was reported that during start up the cardiosave intra-aortic balloon pump (iabp) had a power up failure #14. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed issue with balloon pump. When powered up, the device reads power failure #14 and this was picked up in the logs. The fse replaced the scroll compressor and related filters then verified unit calibration. The unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was able to replicate the reported complaint. When powered up device reads power failure #14 and is picked up in logs. Fse replaced compressor, muffler <100 micron and muffler 1/8 npt. Unit calibrated, passed all performance and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. The national repair center installed the compressor into the cardiosave test fixture serial number and tested the compressor to factory specifications per the cardiosave service manual part number 0070-00-0639 revision n. No problem was found. Compressor will be retained in the nrc per procedure number (B)(4) revision ag. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is "not confirmed".